Manufacturer narrative:
Concomitant medical products: 5054-58 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that device appears to be intermittently under-sensing on atrial lead. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.